Manufacturer narrative:
Upon review, it was confirmed that the device was originally manufactured with the same arm pads that were provided with the replacement order, the end user did not allege any reaction to the original pads. It was also confirmed that there has been no design or supplier changes to the arm pads between the time of manufacturing and the time of the replacement order. The issue appears specific to the user. A return transaction has been issued for the arm pads, but they have not been received at this time. The end user has purchased some faux lambswool covers to act as a barrier between his elbows and the arm pads. Requests for additional information on this issue, sustained injuries, medical treatment, medical records, diagnosis and allergy test results have been unsuccessful. A new replacement order was placed with a different option of arm pad to resolve the issue. Should additional information become available, a supplemental record will be filed.

Event description:
The end user stated: the dealer replaced the arm pads on his tdxsp2 powerchair a year ago and he has been having an allergic reaction on his elbows. The replacement pads were ordered from invacare, on order 114824, placed on (B)(6)2022. He saw his dermatologist because of the infection on his elbow. The infection then moved to both elbows. The end user has been hospitalized three times and treated with IV antibiotics.